Event description:
Customer reported device = 542 mg/dl. Customer did not eat or take insulin because they did not feel that their glucose was that high but felt low. Customer went to church and was shaky. Device = 490 mg/dl. Customer was given orange juice and was taken home. No controls. A request was made for return product and replacement product was sent.